Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2019-00479; 509-00-032, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to infection.